Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad traces. No number ramping or scrolling on display noted. The pump was received with scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was not performed. The device was returned for analysis.